Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue; no additional information was provided regarding this allegation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 09/15/2015. The pump was returned and investigated by product analysis on (B)(4) 2015 with the following findings: review of the download history revealed the last bolus delivery and the last basal delivery were on (B)(6) 2015. There were no alarms related to the complaint in the alarm history. The pump was exercised for 24 hours without any errors, warnings or alarms. The daily insulin delivery totals correctly reflect user's programmed basal rates. Delivery accuracy testing was performed and the pump was insulin delivery totals correctly reflect user's programmed basal rates. Investigation did not duplicate the alleged inaccurate delivery issue and the pump was found to be delivering without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad.